Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was suspected that the oversensing may have occurred during a medical procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.